Event description:
Following a ptcra of the proximal lad, it is believed the the wire fractured and remains in the pt. A ptcra procedure was performed for a coronary artery aneurysm caused by kawasaki disease. A mach1 im guiding catheter was used to engage the artery. A runthrough guide wire was unable to cross the lesion, however, a pt2 giude wire was able to cross the lesion, and used for support of an excelsior catheter. The wire was then exchanged for a rotawire floppy wire, and a 1.25mm burr was used. When the physician exchanged the burr, the floppy wire came off. Therefore, the wire was exchanged for the ex sup rtw wire, and ablation was performed. The lesion was checked with an ivus catheter, and the procedure was finished. Two months post procedure, the pt complained of leg pain. An abdominal x-ray was taken and something like a guide wire appeared in the right common iliac artery. Two days later, the remained material was checked by a radioscopy, ans a 3cm shadow was noted. (Tyhe physician thinks that it is either this guidewire or the runthrough guide wire. Cardiac scintigraphy is going to be performed in feb-2006. Therefore, an attempt at withdrawal will be performed at that time. Pt status is unk at this time.